Event description:
Heartmate 3 patient with chronic thrombocytopenia presents with low flow alarms and eventual confirmed ventricular assist device (vad) thrombosis on post operative day (pod) number seven in the setting of aspirin therapy (81 mg), subtherapeutic coumadin (international normalized ratio (inr) 1.3), and no heparin due to platelet count 50-78 postoperatively. Pt required exchange to another heartmate 3 on pod#7.

Event description:
Heartmate 3 patient with chronic thrombocytopenia presents with low flow alarms and eventual confirmed ventricular assist device (vad) thrombosis on post operative day (pod) number seven in the setting of aspirin therapy (81 mg), subtherapeutic coumadin (international normalized ratio (inr) 1.3), and no heparin due to platelet count 50-78 postoperatively. Pt required exchange to another heartmate 3 on pod#7.